Event description:
Customer alleged discrepant blood glucose results of 400 mg/dl and 150 mg/dl when testing was performed within 10 mins on the advantage system. Customer reported having no symptoms and did not treat/act based on results. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.